Manufacturer narrative:
One 2.3mm acl redux driver was returned for evaluation. Visual assessment confirmed the reported complaint. The distal hex of the driver is slightly deformed. The driver is over six years old and shows normal wear. We recommend that all re-usable instruments be routinely inspected for wear/damage and repaired or replaced as necessary.

Event description:
It was reported that the edges of the screw driver were slightly rounded, and was unable to engage tightly enough with the old screw to back it out. The old screw was left in the patient and new screw was implanted. There was no significant delay or patient injury reported.